Event description:
As reported by the user facility (translation of user facility information by (B)(4)): overinfusion: device delivered to fast. The flow rate was fixed at 2ml/h at 20h, [...] [...] The nurse constated that 16ml were delivered in 1 hour.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). A follow-up report will be provided after the inspection results are available.